Event description:
It was reported during initial implant procedure, the impendence was high and the sensing was very low on the right atrial (ra) lead. The physician elected to not use the lead and a new one was implanted. No adverse consequences reported on the patient.